Event description:
When contacted for follow up information on the event, the healthcare professional (hcp) had reported that the cause of the event was unknown and that no interventions had taken place. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 3889-28, lot# v995598, implanted: (B)(6) 2012,: product type: lead. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect. The patient had good relief at night and at home. While sitting at work she had increased trips to the bathroom. The patient was going 8 times a day. It was noted that symptoms occurred following a positional change, as she sits all day at work. The patient had raised stimulation without any improvement in symptoms. The patient did not try other programs as it was stated that she would feel stimulation in the wrong area or stimulation was too high and she did not know how to turn it down. Five days later it was reported that a month prior stimulation had stopped working as well, and that stimulation felt weird. The patient could only feel stimulation while standing, and most of the time she could not feel it. She could not feel stimulation while sitting or lying down. It was reported that there was no known accidents or traumas related to the symptoms. The patient changed stimulation parameters and programs and stated that programs 1 and 4 were working and she was feeling stimulation in the right location. Additional information has been requested, but was not available as of the date of this report.